Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on with strip insertion. The pt contacted a medical professional for advice, however does not state any symptoms of high or low blood glucose or treatment. The customer care rep performed troubleshooting and confirmed with 2 vials of test strips that the meter would not power on. It did power on by pushing the m button. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.